Manufacturer narrative:
There were no reported ion system issues; therefore. No ion devices will be returned for analysis. A review of the reported adverse event performed by an intuitive surgical medical safety officer (mso) concluded that a patient with underlying liver disease underwent an ion procedure, which was completed without incident. In the recovery period, the patient was diagnosed with a pneumothorax on the contralateral side to the biopsy. The patient was admitted to the ICU and subsequently developed respiratory failure and pericardial effusion. The patient died during hospitalization. No other details of the procedure are available. The patient-care providers believe that the complication was related to the anesthesia and not the device. Based on available data, the complication is likely procedure-related and not device-related. Bronchoscopy and biopsy is a minimally invasive procedure with a low overall complication rate. One prospective multicenter registry study of bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces in 581cases reflecting a rate of 1.7%. Another prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. A subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that following an ion lung biopsy procedure, the patient developed a pneumothorax, experienced respiratory failure with pericardial effusion, and subsequently died. The site chief medical officer (cmo) reported that the ion procedure was completed without incident. When the patient woke up in the post procedure care unit, they reported feeling very tired, which progressed to significant fatigue. A pneumothorax was identified in the lung opposite the biopsy site. The patient subsequently developed respiratory failure, required intubation, and was admitted to the intensive care unit. At an unspecified time later, a pericardial effusion occurred, and the patient ultimately expired. Per the cmo, the event was not believed to be caused by the ion system but may have been related to anesthesia. Multiple attempts to obtain additional information from the pulmonologist were made; however, no response was received.